Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touchscreen was unresponsive. At the time of report, customer reported the issue had resolved and declined tandem technical support's offer to troubleshoot. There was no reported adverse impact to customer's blood glucose.